Event description:
Boston scientific crm received info that this right ventricular (rv) lead micro-dislodged the same day of the initial implant after the pocket was closed. This lead was successfully repositioned and to date, no adverse pt effects were reported.

Manufacturer narrative:
On the initial report, this complaint description was left off. Please accept this report in its place.